Event description:
The customer called from the emergency room and stated that they have high bgs. The customer indicated that their muscles were aching and they were not feeling well. The customer did not change the infusion set when the bgs started to rise because they were late for work. Then they forgot to bolus for their breakfast and went to bed. The customer believes that something was blocking the insulin from being delivered. Also the customer mentioned that they do not know how high were their bgs at the time of the admission. Few days later the customer called back and reported that they found out why their bgs were high. The customer stated that the pump was not the cause, stated that it was the surgery they had which caused their bgs to elevate.